Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bilateral inguinal herniorrhaphies with mesh, umbilical herniorrhaphy, the device was being used inside the patient and misfired. A new device was opened but the handle broke while in use. The third device was used and completed the case.